Manufacturer narrative:
Product complaint (B)(4). Batch # t5cu3f. Additional information was requested and the following was obtained: what were the indications for surgery? [This is for end to end rectum anastomosis]. What healthcare professional fired the device and what is his/her experience with the device? [Surgeon dr. (B)(6) fired the device. He is a eea user]. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [The range is between low b and middle b]. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [He has wait 15 sec but didn¿t retighten before firing]. Was the device difficult to close? [Yes]. Were the donuts inspected? If so, please describe. [Complete donuts was inspected]. Was a complete transection of the white breakaway washer visually confirmed? [Yes]. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. [The staple was formed with not proper b shape and bleeding was occurred at 3 sites after firing]. What is the current status of the patient? [The patient was discharged and fine]. How was the post-op bleeding identified? [The patient was found bleeding before send to ward, the hospital bed was stained with blood]. What was the total estimated blood loss (ml)? [500 ml]. Was a transfusion required? [No]. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition,back drive was observed; however, no malformed staples were observed. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap anterior resection procedure, hospital reported that the cdh29a was difficult to firing with malformed staple and bleeding issues. Dr. (B)(6) had a difficulty of firing with the cdh29a, he used a very large force to press the firing trigger (larger than normal). And finally he released the trigger after he heard a crack sound. After firing, the wound was bleeding, dr. (B)(6) decided to use metal clip to stop the bleeding. The procedure was delayed by 120 minutes. The surgery was completed and the patient was sent to recovery room. After a while, the nurse found that the patient had a serious bleeding. Dr. (B)(6) and dr. (B)(6) returned to ot and had a post-operation surgery for that patient. It was found that there were several bleeding point on the wound and they used metal clip and suture to stop the bleeding. The patient's situation was controlled and it still need to be observed.